Event description:
It was reported that the pt was experiencing poor performance. Programming adjustments were made, however, that did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another cochlear device.